Event description:
(B)(4). It was reported by the territory business manager that the solara3g mechanical wheelchair brakes were not functioning, and the facility was having issues on keeping the wheel lock assembly tightened, and would have to tighten frequently. There was no patient injury reported.